Event description:
Baxter received a customer report involving an elastomeric device involved in an overinfusion incident during patient use. The device was filled with 35 ml 5fu and 200 ml of normal saline for a total fill volume of 235 ml. The duration of the infusion was 38 hours. The customer's expected infusion time is 47 hours. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 14 2007. The device involved in this incident has been received for evaluation. A follow up report will be submitted with the results of the evaluation. A batch review was conducted by the manufacturing qa group, which revealed that the lot passed the criteria for release.